Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, although it cannot be confirmed, the patient¿s existing abdominal aneurysm rupture was perceived to have occurred as the esheath was advanced past the patient¿s extremely tortuous anatomy at the point of the aneurysm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards affiliate in australia, during the transfemoral tavr procedure, the patient¿s abdominal aneurysm ruptured causing internal bleeding. Despite surgical intervention, the patient expired. Initially the dilator was used and the 14f esheath was inserted with great difficulty, navigating highly tortuous and calcified vessels. Bav was performed, the 23mm sapien 3 valve was loaded and the delivery system was introduced, requiring ¿extreme push force¿ to navigate the vessels, past the abdominal aortic aneurysm and around the aortic arch. With valve in the ascending aorta, blood pressure dropped. CPR was initiated and continued for 20-25 minutes. The patient was unable to have a transesophageal echocardiogram, but angiography showed the aortic aneurysm had ruptured causing internal bleeding. At this point the patient also developed ¿torrential aortic regurgitation¿ (possibly caused by trying to cross the heavily calcified valve with the bio-prosthesis, tracking through extremely tortuous anatomy). A coda occlusion balloon was introduced to the ascending aorta, again with difficulty, and positioned above the abdominal aortic aneurysm. The patient exsanguinated into the abdomen and died on the table. The valve was never deployed. The abdominal aneurysm rupture was perceived to have occurred as the esheath was advanced past the aneurysm due to the patient¿s extremely tortuous anatomy.